Manufacturer narrative:
The reported event of patient death was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-25321. Related manufacturer reference number: 2017865-2021-25323. Related manufacturer reference number: 2017865-2021-25324. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.